Event description:
Resident found on their back with wheelchair behind them. Wheelchair brakes were not locked - resident propels self around unit. Had an alarm seatbelt on chair which was not engaged and was not alarming, even though it was turned on. On investigation, the alarm was found to be malfunctioning, ie., it would alarm when connected and would not alarm when disconnected.